Manufacturer narrative:
It has been indicated that the used device will be returned to angiodynamics for evaluation, however it has not yet arrived. Upon receipt of the sample, and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, patient had port implanted (B)(6) 2017 in upper right chest. When port was not able to be flushed, the patient went for a port check to ir on (B)(6) 2018 and the device was noted to have a leak. When was removed on (B)(6) 2018 a "tear" was noted mid-catheter. The used device will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured." No adverse trend was indicated. Further good faith efforts to obtain a sample and/or additional information from the end user hospital were unsuccessful. Without a device returned for evaluation, the complaint is unconfirmed and the potential root cause of the reported event cannot be determined. Angiodynamics process controls for the smart port include: incoming inspection of the purchased catheter: quality inspection personnel to inspect for catheter material, distal tip bond, markings, stripe, certificate of material/compliance, overall visual, particles, ultimate tensile force and od/ID. The directions for use (dfu) packaged with the smart port include assembly instructions and catheter (and port) placement considerations. (B)(4).